Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and manufacturer representative reported that the patient was still experiencing pain although they have good coverage. The patient had tried a new program for about a week, but they said the device "just doesn¿t work for them." The patient stated they were "too thin" and the device bulged out of them. They noted they were unable to sit straight in a chair, that they needed a pillow. There was no cause for the movement besides the implant being superficial. No further issues were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was slender and the battery moved around in her body. The consumer stated they had talked with a healthcare provider whose solution was to move the battery and place it in the stomach but they didn¿t want to do that. The consumer explained that the patient had gotten out of bed and felt pain in her back and the battery had turned sort of sideways, which had happened before, and the patient pushed it back in place. It was mentioned that the patient hurt on her right side ribs for the first time and she had not had any falls or traumas. The consumer noted that the implant was not right next to the ribs, it was in the right hip but it was not that far away. The consumer was directed to follow-up with their healthcare provider. The indications for use were spinal pain and lumbar radiculopathy.